Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
As reported by the facility, after placing a powerline and while withdrawing the wire, a small piece sheered off and remained in the patient's soft tissue.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken guidewire is confirmed and was determined to be use related. One guidewire was returned for evaluation. An initial visual observation showed blood residue throughout the sample. Almost the entire coiled portion of the guidewire was observed to be severely unraveled. The core wire and outer coil of the guidewire were observed to both be broken. The weld tip was observed to be missing. A microscopic observation revealed the fracture surfaces of both the core wire and the outer coil of the guidewire were granular in texture and tapered, which is evidence of a tensile break. This evidence, along with the unraveling of the coil, suggests that the guidewire was broken due to excessive tensile force which was most-likely applied during removal of the guidewire. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. As a note, the product IFU states: "if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire."

Event description:
As reported by the facility, after placing a powerline and while withdrawing the wire, a small piece sheered off and remained in the patient's soft tissue.